Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Customer reported using 2 sensors and both serial numbers are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported "I have been using the freestyle libre for over a year now with no issues. The last two applications have left a perfectly red circle under the patch which was visible once removed. The area is very itchy, and has taken weeks to heal. It also looked like there could have been some pus on the last removal, and the area is super scaly for weeks now". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.